Event description:
Allegedly, during a calcaneus fx, drainage occurred from wound cite. The date of original surgery (B)(6) 2015. No revision surgery required at this time, the patient is improving. There was a sales rep present during the procedure.

Manufacturer narrative:
The investigation is not yet complete. Trends will be evaluated. This report will be updated when the investigation is complete.